Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the ins was in the right chest and the patient had an abbott pacemaker put in yesterday. The caller stated today they were with the patient along with the cardiac representative and had interference issues. The caller stated they couldn't interrogate the implant with their 8840 - however, this was when the cardiac rep had their antenna over the pacer as well and the rep was indicating they were seeing interference with the implant when they do their readings on the pacer. It was reported that when the 8840 was not over the implant, the pacemaker was not picking up any interference from the implant. It was unknown if the implant was turned off prior to surgery. It was reviewed that attempting to interrogate both devices at the same time could cause interference. It was suggested to do testing in different environments with the implant on and off to ensure there wasn't any interference between the two devices going forward when both were on and in use. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the brain neurostimulator could not be recognized with the extra telemetry from the pacemaker. Once the brain neurostimulator was isolated, the neurostimulator was working properly and delivering therapy. Once the antenna was removed, the pacemaker rep was able to watch the activity from the pacemaker and both were working fine together and individually. The issue was resolved at the time of the report. The rep stated the patient's weight was unknown. They would assume (B)(6) pounds. No further complications are expected as a result of this event.